Event description:
Information received indicates the right head siderail assembly will not latch.

Manufacturer narrative:
The technician found the siderail center arm assembly is broken off. He replaced the right head siderail center arm assembly to repair the bed.